Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon eval, it was found that the flash memory chips (components (B)(4) and (B)(4)) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report that his monitor made a high pitched sound and then shut off. The monitor will not power up. The pt was issued a replacement monitor.